Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: evolutpro-26-us transcatheter valve implanted on (B)(6) 2017. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had higher flow than normal and their hematocrit level was increased from 28 to 42 percent. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed normal power consumption between (B)(6) 2020 and (B)(6) 2020; no alarms have been logged within the analyzed period. Of note, review of the controller log files revealed consistent fluctuations in power consumption and estimated flow within the analyzed period, ranging from 3.4 to 6.6 liters per minute (lpm); however, no increase in power consumption trend was observed within the analyzed period. These observed fluctuations in flow are considered normal operating behavior and are consistent with the historical trend seen within the analyzed period. As a result, the reported "higher flow than normal" event could not be confirmed; however, it is likely the observed fluctuations in flow were perceived as a "higher than normal" flow. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.